Event description:
Consumer complaint of "lo" blood result via wife, iva mae. Expected fasting blood glucose test result range is 98 to 140 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 124 mg/dl and 119 mg/dl. Verified storage of product is not within instructed specification since they are kept in kitchen. Test strip lot MFR's expiration date is 01/31/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date/time not set): lo (B)(6) 2015 02:30pm; lo (B)(6) 2015 09:58pm; lo (B)(6) 2015 09:56pm; lo (B)(6) 2015 12:00pm; lo (B)(6) 2015 05:20am. Adverse event not reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction strip issue. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of "lo" blood result via wife, iva mae. Expected fasting blood glucose test result range is 98 to 140 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 124 mg/dl and 119 mg/dl. Verified storage of product is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): (B)(6). Adverse event not reported.